Manufacturer narrative:
The technician found a deep groove worn in the caster wheel preventing the brake pad from making contact with the wheel. The technician replaced the brake caster to repair the bed.

Event description:
Info received indicates the brake caster is not holding when the brake is applied.